Event description:
On 12/11/2023, it was reported by a sales representative that an ar-9597-20 reamer sleeve is stuck to an ar-9676 drive shaft. This was discovered during use in a case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error, which resulted in the device overheating during prolonged use.